Event description:
The valvuoplasty balloon that was inflated in the aortic valve would not deflate. After 70 seconds of trying to manually pull out of contrast, it finally began to deflate enough for the physician to pull out of the aortic root.